Event description:
Report received from the USA stating that the device is missing the o ring. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional info provided. The date of the event is unknown.

Manufacturer narrative:
The device was received by (B)(4). The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).